Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1701. Position 3: 1738. Evaluation: underwent leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab failed. This was the only info at the time of the initial rpt. The following info was rpt'd on datascope on 5/8/97: the iab was inserted into the pt on 2/24/97. On 2/26/97 after iabp for 28 hrs, blood was noted in the tubing and the balloon was clamped immediatedly and removed. The "blood detected" alarm never sounded from the pump. The pt was being weaned from iabp so a second iab was not inserted at that time. The pt declined hemodynamically after removal and a second iab was inserted at 1:30 am on 2/27/97 (five hrs later). There were no complications rpt'd from the event. The pt went on to expire on 2/27/97 at 4:00 pm. Event complications: unk - rpt'd 1/15/97; none - rpt'd 5/8/97. Pt current status: expired - rpt'd 5/8/97.